Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and friable anterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, on the same day, a few hours post procedure, imaging revealed that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that a laceration of the anterior leaflet potentially occurred. The mr increased to a grade of 4. On (B)(6) 2025, a second mitraclip procedure was performed, and two clips were implanted, reducing mr to a grade of 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was due to a friable anterior leaflet.). The reported recurrent mr was a cascading effect of the reported slda. The reported tissue injury could not be determined. Additionally, the reported patient effects of mitral regurgitation and tissue injury are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.